Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Hardware low level failure alarm was present in the insulin pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on, off and increased, decreased volume with the audio feature functioning properly. No audio, vibrate, absence of alarm anomalies noted during testing.

Event description:
It was reported that their insulin pump had an trouble hearing the beeps. The customer¿s blood glucose was 170 mg/dl. Customer reports they are having trouble hearing the beeps. Customer reports the insulin pump did not beep during the tone test. Customer reports the pump vibrated during the vibrate test. Customer states they did not receive request to rewind insulin pump. Customer states that the insulin pump doesn´t beep, after a self test error 63 pump error occurred. Customer was able to successfully clear the alarm. Customer performed self test and it was passed. The device will be returned for analysis